Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.